Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had alarmed insulin pump error alarms. Customer's blood glucose was 600 mg/dl. Customer declined troubleshooting. Customer was advised to change the site and set. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected low battery, battery out limit and failed battery test alarms during testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No low reservoir alarm noted. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.